Event description:
It was reported that the patient was implanted due to drug-induced cardiomyopathy. An upper gastrointestinal endoscopy was performed, which revealed reflux esophagitis and hyperplastic small polyps in the stomach, but they were negative for helicobacter pylori. The patient was put on anticoagulant therapy with warfarin and antiplatelet therapy after the left ventricular assist device (lvad) was implanted. Three years after implant, an upper gastrointestinal endoscopy was performed for a detailed examination of the epicardial pain and only a hyperplastic polyp was found at the gastric cardia. Five years later, in april, the upper gastrointestinal endoscopy was performed again due to complaints of melena and progression of anemia. Multiple polyps with bleeding were observed in the stomach. He was diagnosed with proton pump inhibitor (ppi)-associated gastric polyps and was instructed to stop taking takecab.

Manufacturer narrative:
The article from which this information was extracted was not provided. No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events cannot be conclusively determined through this evaluation. A case study conducted by oita university, stated that in 20xx, a heartmate ii left ventricular assist system (lvas) was implanted due to drug-induced cardiomyopathy, which was indicated for heart transplantation. An upper gastrointestinal endoscopy performed around the time of implant revealed reflux esophagitis (grade a) and hyperplastic small polyps in the stomach but was negative for helicobacter pylori. Anticoagulant therapy (warfarin) and antiplatelet therapy (bayaspirin) were started after the left ventricular assist device (lvad) was implanted, as well as oral takecab. Three years after lvad implant, an upper gastrointestinal endoscopy was performed for a detailed examination of epicardial pain, but only a hyperplastic polyp was found at the gastric cardia. Five years after lvad implant, in april, the upper gastrointestinal endoscopy was performed again due to complaints of melena and a progression of anemia. The endoscopy revealed multiple polyps with bleeding in the stomach. The patient was diagnosed with proton pump inhibitor (ppi)-associated gastric polyps and was instructed to stop taking takecab. The case study concluded that anticoagulant therapy is mandatory after implantation of lvads, and ppis are often used to prevent gastroduodenal ulcers and bleeding. Ppi-related gastropathy is a condition in which gastric polyps are formed by taking ppis for a long period of time. This condition is characterized by a reduction or disappearance of lesions after the discontinuation of ppi oral administration. It is believed that there are many cases in which ppi oral administration is started after surgery in the field of cardiovascular surgery. In such cases, it is necessary to select drugs that consider the occurrence of ppi-related gastropathy. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 provides information regarding recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: the event date provided in previous report was estimated as the date of publication and data collection were not provided. Section d: suspected medical device has been updated. Article title: a case of long-term lvad wearer with gastrointestinal bleeding from ppi-associated gastric polyps. (B)(6). (B)(6) university. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.